Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a double beep with cassette. This occurred during testing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.